Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem and verified related errors in the log files. The fse replaced the usm to resolve the reported problem. The system was tested and verified as ready for use. The usm was returned for failure analysis and the reported resistance issue when advancing the insertion (with 22023/22028/23007 errors) was confirmed. The unit generated an error message "not free to move" with 22023/22028 errors during start-up in normal mode pointing insertion axis. The unit failed the brake release voltage and brake hold test on the insertion axis. The insertion brake did not release normally when powered up by itself and it only releases when pressing the brake contact surface plate to engage. Measured brake gap was 0.012", which was out-of-specification. Verification of the event details was performed by the fse at the time of service. Event verification of the logs confirmed that a radical prostatectomy without lymphadenectomy surgical procedure on 3-oct-2022 on system sk1607. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. However, the customer made the decision to convert the procedure to open.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, resistance was experienced when trying to advance the instrument on universal surgical manipulator 1 (usm1). The customer tried reseating the sterile adapter and checking to see that the drape was not stuck or catching on the arm. The issue persisted so the system was restarted and booted up with error 22028 pointing to usm 1. The system prompted with the option to disable usm1; however, the customer performed a restart to help identify if the fault was a calibration fault. After restarting the system, the arm would continue to fault during its self-test; however, the customer stated this time it would not allow the "disable arm" option. The surgeon made the decision not to re-dock the system and the procedure was converted to open surgery with no injury reported. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.